Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The battery was not returned with the pump for investigation. The pump was exercised for 6 hours with no evidence of overheating and no alarms. No defects were found to the power flex, battery connections, and internal components. There was no defect found on investigation; the complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Event description:
The patient contacted animas to report that the she has to frequently replace the batteries in the pump due to short battery life and that the batteries are often warm to the touch when replaced. The patient denied any burns or injury sustained as a result of the warm battery. The patient also denied receiving medical intervention as a result of the alleged issues. At the time of troubleshooting, it was confirmed that the patient uses the recommended lithium batteries in the pump. The pump settings were correct and there were no issues with the pump's keypad. The patient confirmed that the pump's screen turns off on its own at the programmed interval. The patient reported that the battery compartment was intact with no visible damage to threading, or cracks or corrosion. The patient also confirmed the battery cap was intact, secured easily to the pump and that the yellow o-ring was not visible when cap secured. There was no reported patient impact associated with this complaint. However, this complaint is being reported because the alleged issue with the overheating battery was not resolved.